Event description:
It was reported by the physician that there was no trauma or manipulation to the lead. It was later reported that the patient underwent generator and lead replacement due to low impedance. The suspect product was reportedly discarded. No further relevant information has been received to date.

Event description:
It was reported that the patient was referred for device replacement due to low impedance. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was reported that the patient's generator was low and close to dying. It was reported that the generator's elective replacement battery status indicator (ifi=yes) had been triggered prior to replacement. No further relevant information has been received to date.